Event description:
It was reported in a maude report that during an arthroscopic procedure of the right knee, (partial medial and lateral meniscectomies, chondroplasty, removal of multiple loose chondral bodies), the shaver blade broke and required a larger incision to retrieve. No patient follow up has been scheduled to date. No patient information given.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This type of event is typically caused by excessive bending/leveraging forces being applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.